Event description:
It was reported that, the pt's pressfit components became loose so the surgeon revised the primary knee with cemented components.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR #9610726-2012-00212.